Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Event description:
A customer from taiwan alleged a patient sample obtained an ex20ins mutation detected result with the cobas egfr test v2. This result was not verified by ngs (ion torrent system). The customer stated that they micro-dissected the samples and used about 30m of ffpet from about 4 to 6 slides. The instructions for use in the cobas egfr assay method sheets state that "only nsclc ffpet sections of 5m thickness containing at least 10% tumor content by area are to be used in the cobas egfr test". No harm was indicated.